Event description:
The pt reported blood glucose results of "182 mg/dl, 123 mg/dl, and 55 mg/dl" with the lifescan meter, performed within 10 muinutes of each other. The meter and test strips were replaced.